Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/repair the device.

Event description:
It was reported that, during maintenance, the ht70 ventilator froze at the photo screen. The ventilator was not in use on a patient at the time of the reported event.